Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic-assisted anterior resection using a circular stapler, the procedure was converted to an open procedure and the surgical time was extended by approximately 30 minutes. After the device was positioned in the usual fashion and fired with an audible click and two full turns, the stapler was described as difficult to remove from the cavity, with resistance encountered during attempted removal. The stapler was eventually withdrawn, leaving the anvil in situ, and the surgeon suspected that the knife blade did not cut after firing. A pfannenstiel incision was extended from approximately 7 cm to approximately 12 cm, a section of bowel was re-resected, re-stapling was performed using a contour stapler, and another circular stapler was then used successfully.

Manufacturer narrative:
Correction: g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.